Event description:
Covidien received info stating that upon turning on the e360 ventilator, the lcd screen turned black with no audible or visual alarm. There was no pt involvement reported.

Manufacturer narrative:
The user facility reported to have replaced the lcd screens to resolve the issue. (B)(4).